Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on unicel dxc 800 pro synchron clinical system. No fume was produced. The customer was not harmed and did not need medical treatment from exposure to leakage.

Manufacturer narrative:
The customer stated fluid leaked from the sample probe. Bci customer technical support (cts) assisted the customer with troubleshooting and determined that the leak was caused by sample syringe plunger replacement performed by the night shift. The system was running at the time of phone call to bci and the customer did not observe additional leaking from probe and wash collar. Service was not dispatched for this event.